Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: 459888 lead, unknown ICD implanted on: (B)(6) 2015 other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 /(B)(4)/ model #: 1420 / expiration date: 2018-09-30 UDI #: (B)(4), return date: 2018-04-23, device evaluation anticipated, but not yet begun mfg date: 2017-09-22 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) primary and secondary controller exhibited low sound when alarming. Both controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controllers ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that both controllers passed functional testing. The sound level of the low and the high priority alarms revealed that readings were within the specifications. As a result, the reported "low sound" event could not be confirmed. Visual inspection of both controllers revealed evidence of a foreign label that once was obstructing the gore-tex membrane on each controller. The gore-tex membrane, which allows air to penetrate the controller but not fluid ingress, enables equalization of pressure and ensures proper loudness of all alarms. This obstruction prevents the speaker from moving sufficiently to produce the required loudness. As a result, the most likely root cause of the reported event can be attributed to an obstruction of the gore-tex membrane. Controller (B)(4), expiration date: 2018-09-30, UDI #: (B)(4), device evaluated by MFR: yes, mfg date: 2017-09-22, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) primary and secondary controller exhibited low sound when alarming. Both controllers were exchanged. No patient complications have been reported as a result of this event.